Event description:
It was reported the patient heard a pop from the 2gstar-ts powered wheelchair charger. The charger then reportedly burst into flames. No patient injuries were reported as a result of this event.